Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tibial component. It is reported that the patient was revised of their persona tibia on (B)(6) 2015 due to pain and loosening; however, although the patient has achieved greater stability with their new persona tibial implant (following the revision), they are still experiencing pain. Note that the patient was implanted with a tm patella on (B)(6) 2013, but as of this notification has not been revised. The persona tibial component is of zimmer biomet (B)(4) design control and the tm patella is of zimmer (B)(4) design control.